Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular lead was causing optivol measurements to not be taken because the polarization threshold was exceeded. It was also reported that the left ventricular lead had high pacing impedance and high threshold. The leads remain in use. No patient complications have been reported as a result of this event.